Manufacturer narrative:
Bayer service visited the customer site and completed a service checkout. The stellant injector system was found to perform to specifications. The disposables involved in the reported occurrence were discarded by the site and the lot numbers are unknown; therefore testing of retained samples is not possible. Additional applications training was offered and completed on (B)(6) 2019. The injector has been in use daily at the customer site following the reported occurrence. The following warning is contained in the operations manual: "expel all trapped air from the syringe(s), connectors, tubing, and catheter-over-needle before connecting the system to the patient".

Event description:
The following information was reported to bayer. A patient suffered an alleged air injection while connected to the stellant injector system. The patient was admitted to ICU for follow up care. The amount of air was not disclosed; however it was reported that the air was a result of a user error. Attempts to obtain additional information have been made, only limited information has been provided at this time. The current status of the patient is unknown.